Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; bg value not provided. Suspected cause was due to circumstances unrelated to the pump; details were not provided. Additionally, it was reported that an inaccurate fill estimate was received. During a follow-up, it was confirmed the customer's issues had been resolved. Customer's pump carbohydrate ratio and basal rate settings were adjusted to address bg.